Manufacturer narrative:
Code 3191 is being used to capture - endoleak. Correction conclusion code.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following publication was reviewed: ¿challenging arterial reconstructions¿, ¿management of stent graft thrombosis for popliteal aneurysm following partial knee arthroplasty¿ sachinder singh hans et al. On (B)(6) 2008, the patient underwent treatment for a left popliteal aneurysm using gore® viabahn® endoprosthesis (8mm x 12cm). On (B)(6) 2008, patient underwent treatment for a right popliteal artery aneurysm with two over-lapping gore®viabahn® endoprostheses both (8 mm × 15 cm) as there was type ib endoleak following the deployment of the viabahn. The patient underwent follow-up duplex imaging of the popliteal fossa on (B)(6) 2008, which showed patent covered stents with satisfactory exclusion of popliteal aneurysm but with 30 percent edge (lower end) stenosis at the stent and native popliteal artery junction on the right side. On an unknown date, in (B)(6) 2015, it was reported that the viabahn devices implanted on the right side demonstrated edge stenosis with type 1a endoleak, which was treated by pta and placement of an additional self expanding stent (not viabahn). In (B)(6) 2018, the patient presented with pain in the right leg and it was discovered that thrombosis had occurred, including within the previously placed viabahn devices. Reintervention was performed with thrombolysis followed by placement of additional viabahn devices proximal and distal. Patient was last seen on (B)(6) 2019 with satisfactory exclusion of the popliteal aneurysms.